Manufacturer narrative:
Permobil counsel received correspondence from legal counsel retained by the end-user where it was alleged of a malfunction having occurred with the permobil f3 corpus where it claims while the end-user was in their driveway, the electronics reportedly took control and started to drive the chair towards a busy street. The end-user reportedly grabbed the joystick to maintain control and in so doing, the device reportedly drove off a curb and landed atop the end-user to where they sustained a fracture to their pinky finger reportedly requiring a surgical procedure to correct. The local service provider attempted to inspect the device, but activities were declined by the end-user reporting their legal counsel advised against any service until further notice. As the device is unavailable for inspection, permobil is unable to confirm a product malfunction has occurred and is unable to determine a probable root cause without speculation. When permobil receives any new information, a follow-up report will be submitted.

Event description:
Received report claiming while the end-user was operating the f3 corpus in their driveway, suddenly the electronics took control, and as the end-user was attempting to keep from going into the busy street, the device drove off a curb and landed atop of the end-user resulting in injuries requiring medical intervention to address.